Event description:
It was reported that the cuff would inflate asymmetrically. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There were no issues identified with the cuff inflation; the cuff inflated fully around. The device met the manufacturing specification for cuff symmetry. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).